Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up # 3005168196-2019-01065 MFR report: box 1. Brand name.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During preparation for a medical procedure using a penumbra system ace 60 reperfusion catheter (ace60), the physician reported that the ace60 had become kinked at the proximal end while the physician was attempting to advance the penumbra system 3max reperfusion catheter (3maxc) through it on the back table. The damage to the device was found prior to use and therefore the ace60 was not used in the procedure. The procedure was completed using a penumbra system jetd reperfusion catheter (jetd) and the same 3maxc.